Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and performed 25 maximum bolus deliver units. The basal and bolus matched properly with the daily totals. No bolus anomaly noted. The insulin pump was programmed to alarmed low reservoir and low reservoir alarm function properly. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No excessive no delivery alarm noted during our testing. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that there was a bolus entered in the insulin pump of 8.5 units, which stopped at 2.05 units in the bolus history. The customer's blood glucose was 427 mg/dl. A 5.0 unit fixed prime was performed and insulin was stated to exit. The cannula was removed from the customer and it was reportedly not bent. Another fixed prime was performed and insulin dripped out. It was also stated that on (B)(6) 2014, the site was changed and within an hour and a half, the insulin pump had delivered three days worth of insulin without the delivery having been programmed. It was further stated that the insulin pump did not give a low reservoir notification, and the patient had a high blood glucose of 600 mg/dl. It was mentioned that the incident where the insulin pump delivered insulin it should not have resulted in a blood glucose of 40 mg/dl. The reservoir reportedly showed empty in less than 24 hours. There was nothing in the insulin pump that should have delivered that much insulin. In the bolus history, it appeared that all boluses occurred prior to the set being changed on (B)(6) and two boluses on the (B)(6). Nothing further was reported.